Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was provided for investigation. Upon evaluation of the unit, no issues were observed. To replicate the reported air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Leakage testing was performed with no leakage detected. A measurement of the outer diameter of the pump segment tubing was taken and found to within specification. The reported concern was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Detailed inquiry description: one from (B)(6) 2025. Air in line alarms, unable to infuse medication. Priming, flicking, turning the pump, and multiple pumps tried. 2y primary tubing. "Venofer unable to be infused related to air in line alarms. Attmpted flicking priming 11 ml out, turning pump on side, and multiple pumps tried."